Event description:
Venous blood line separation at lock connection & ash-split catheter resulting in 250-450 cc blood loss. Pt stable after treatment with hgb 9.9 and hct 30. Pt expired sat. The next day, early evening during sleep.luer lock connection not holding several times while testing post treatment.